Manufacturer narrative:
(B)(4). Batch # u94e45 the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with no apparent. Upon mechanical testing, it was noted that the jaws could not be opened. The device was connected to the gen11 and it was recognized. Due to the condition of the device returned not all functional testing could be performed with the generator. The device was disassembled to inspect the internal components and it was found that the I-bade was damaged inside the shaft. It should be noted that product failure is multifactorial. A probable cause of the damage to the knife could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open esophagectomy, the jaws became misaligned during use. The device did not clamp the hard things. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.